Event description:
Approx 6 months following the placement of a cypher stent, the pt returned for follow up. Repeat coronary angiography revealed a displacement type fracture in the angulated mid portion of the stent with in-stent restesnosis. The pt was treated with a cypher stent. This pt was admitted for further evaluation due to unstable angina. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. Coronary angiography revealed 3 vessel disease. The target lesion is described as an eccentric, moderately tortuous segment of the mid-distal left coronary artery. This de novo lesion had angulations of 45-90 degrees with mild calcification. Lesion length was 10-20mm. Timi of 2. It is unk if the lesion was pre-dilated. A cypher 2.75 x 33mm stent was placed. It is unk if post-dilatation was performed. Highest balloon pressure was 16 atms. There were no procedural complications.